Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-00846. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician deployed a ruby coil into the target vessel and then attempted to detach the coil using the handle but was unable to do so. It is unknown how the procedure was completed or if there was an adverse effect to the patient. It should be noted that the manufacturer made three attempts to reach out to the customer for additional information; however, no additional information has been obtained.